Manufacturer narrative:
Product event summary: the data files and mapping catheter 990063-020 with lot number 214483806 were returned and analyzed. The data files confirmed system notice 50003"pressure is low in the system" at application 1 with a balloon catheter which was used for 1 injection. The data files also confirmed the system notice 50011 "obstructed flow" on the date of event. Visual inspection of mapping catheter showed that the shaft was kinked at 10 inches from the ECG connector. In conclusion, the mapping catheter failed the returned product inspection due to kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned and analyzed and it subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.